Event description:
This is a second event of a reported failure. This is the same failure as unch-01378. The client had made a decision to use the softpath module in a nonstandard manner. The client would, on certain cases, register and process the case and then sign out the case without entering any type of results. Therefore a final report had no diagnosis text. Later the client created a supplemental report to issue diagnostic information. Immediately after creating this report the user accesses the "create new" selection in this option for another case. The system then created a "final" document for the current case and the text from the previously printed case for another patient is saved for this patient. This anomaly occurs for two reasons: 1. The "final report" was not created as the system expected. 2. The temporary directory that is created during the "print pending" operation is not cleared until exiting to the main menu.